Event description:
Customer reported that the insulin pump was exposed to rain and the buttons are not responding. Customer stated she has reverted to her back up plan and has treated with manual insulin injection. Customer did not know the last blood glucose value. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.